Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual. The patient reported that the ins felt like it flips and that charging was not as "easy" sometimes if it had flipped a certain way. The rep reported that the patient's impedances were normal at this time. The hcp reported taking an x-ray and it looked like the ins had flipped about 7 times. The rep reported that since the device flips, sometimes the patient finds it difficult to attain the eight bars they normally see for coupling while charging. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient repeated information regarding their ins battery having flipped and mentioned how when stimulation was off, they could hardly move at all/their feet wouldn't move. The caller added it was like moving at a snail¿s pace. They told their hcp the ins had flipped in the pocket about 7 times and now (starting in the last year) they often got poor coupling, so the hcp wanted to replace the ins battery. The caller said right now stimulation was out so they couldn't move very well. On the call the patient confirmed stimulation was off and they were getting all 8 bars but the ins was flashing in the first quartile so they couldn't turn stimulation on. Patient services redirected the caller to charge the ins at least to 25% before turning stimulation back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported a date has not been scheduled for a surgery to resolve the flipped ins. The issue has not been resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the ins has flipped since it was first put in.